Manufacturer narrative:
There was no pt present. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The camera would not track at power up, and the tracking volume continued to increase during warm up. The camera had a high line separation which was related to an electrical malfunction. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic representative reported a camera not tracking properly. Camera can track in upper area but cannot track in the middle and lower area, and was checked with various instruments. This did not happen in surgery and there was no pt present.